Manufacturer narrative:
Updated: d9, h3, h4, h6, h11. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported e116 and e119 error issues could not be determined, as the issues could not be reproduced or confirmed, during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center gave errors 116 and 119 [olympus television (otv) error] and had to be turned off. It is unknown when the issue occurred. There were no reports of patient harm.